Event description:
It was reported that the pt underwent an angioplasty procedure in the left groin, remaining hospitalized, with no pulse present with doppler. Following an angiogram in 2000, an angio-seal device was deployed into the pt's right groin. While nurses monitored the pt, no pulses could be detected and the pt's toe turned dark in color. Six days later, a vascular surgeon removed the angio-seal device and performed an angioplasty. The angio-seal device was deployed properly, however the vascular surgeon has indicated that due to this pt's medical history the angio-seal device may have been contraindicated. The pt is reportedly doing well.